Event description:
It was reported that the physician observed a balloon malfunction with an artificial urinary sphincter (aus).

Manufacturer narrative:
Combination product? - corrected. Event date: the event date is unknown.

Manufacturer narrative:
The event date is unknown.

Event description:
It was reported that the physician observed a balloon malfunction with an artificial urinary sphincter (aus).